Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Corrected fields: b3 (date of event), b5 (problem description). Additional information: h6 (device codes) "1661 - undersensing".

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned as it was deteriorating over the past 3 to 6 months. During these months, the lead exhibited some undersensing and it was provider's decision to wait until changeout. This lead was fractured, with high pacing impedance greater than 2000 omhs, failure to capture and intermittent sensing was also noticed.the patient was experiencing intermittent atrial fibrillation (af) with atrioventricular (av) nodal ablation and 100% right ventricular (rv) pacing, although these symptoms were not caused by lead's function. This lead was planned to be extracted and replacement attempts were done to implant a new right atrial (ra) lead, but both of this actions were unsuccessful due to access, age and condition of the patient, so abandon the lead was the final decision. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation would be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned as it was deteriorating over the past 3 to 6 months. This lead was fractured, with high pacing impedance >2000, failure to capture and intermittent sensing. Patient was experiencing intermittent atrial fibrillation (af) with av nodal ablation and 100% rv paced. During changeout, attempts were made to drop a new ra lead, but they were unsuccessful due to access, due to age and condition of the patient, so capping the ra lead was the final decision. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation would be updated should further information be provided. Patient code 3191 captures the reportable event of surgery. Corrected fields: b3 (date of event), b5 (problem description).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned as it was deteriorating over the past 3 to 6 months. This lead was fractured, with high pacing impedance greater than 2000 omhs, failure to capture and intermittent sensing was also noticed. The patient was experiencing intermittent atrial fibrillation (af) with atrioventricular (av) nodal ablation and 100% right ventricular (rv) pacing, although these symptoms were not caused by lead's function. Replacement attempts were done to implant a new right atrial (ra) lead, but they were unsuccessful due to access, age and condition of the patient, so it was finally decided to abandon this lead. No additional adverse patient effects were reported. The complaint device was not returned by the customer; therefore, no product analysis could be performed.